Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited some undersensing of the atrial fibrillation (af) of this patient. Noise was also noted but effectively was not sensed. The plan is continuing to be monitored. Currently, this crt-d remains in service and no adverse patient effects were reported.